Event description:
The caller reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. At 2:15 pm the patient experienced low blood glucose symptoms of slurred speech and confusion. The patient tested his blood glucose on the aviva system at 2:25 pm and received a result of 88 mg/dl. The customer's granddaughter called the emt's. The emt's arrived at 2:45 pm and received a blood glucose result of 55 mg/dl. The emt's did not provide any treatment to the customer. However, the customer's granddaughter treated the patient with beans, meat, a tablespoon of peanut butter, and 4 donuts. The customer was not transported to the hospital.